Event description:
During a laparopscopic cholecystectomy and appendectotomy surgeon asked for extra long stapler ref egiauxl and medium vascular reload ref#: (B)(4) and it failed multiple times by two practitioners. A second set was opened and worked flawlessly.